Event description:
It was reported that the patient¿s original implantable neurostimulator (ins) was replaced because, it became ¿crooked.¿ the patient didn¿t know when it became crooked. It was noted that the patient wanted to meet with the manufacturer¿s representative (rep) for ¿fine tuning¿ of stimulation. The patient had an adjustment with the rep. On (B)(6) but would like a little more adjusted. The rep. Later reported that the patient was scheduled for (B)(6) at 2:15. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6) product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).